Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event was reported to have affected (B)(4) tubes. The following information was provided by the initial reporter. The customer stated: "when using the tubes for collection many tube hemogard caps were found loose, the cap easily opens when tubes picked from the pack."

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event was reported to have affected 3000 tubes. The following information was provided by the initial reporter. The customer stated: "when using the tubes for collection many tube hemogard caps were found loose, the cap easily opens when tubes picked from the pack."

Manufacturer narrative:
H.6. Investigation summary: no customer samples/photos were received for evaluation. A review of the DHR could not be performed as the batch number is unknown. As no customer samples or photos were received the scope of this investigation is limited. Due to an unknown batch number and the unavailability of customer samples, the root cause is indeterminate. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Device available for eval? Yes; d.4. Returned to manufacturer on: 16aug22. H.6. Investigation summary: bd received 100 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for stopper creepout with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout. Bd has initiated further root cause investigation relating to the issue of stopper creepout through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event was reported to have affected 3000 tubes. The following information was provided by the initial reporter. The customer stated: "when using the tubes for collection many tube hemogard caps were found loose, the cap easily opens when tubes picked from the pack."